Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12995, 2017865-2020-12994. It was reported the patient presented in clinic with a pocket infection that was red, sore, and oozing. There was mild pocket erosion observed, and the system was successfully explanted. The patient was stable during and following the procedure.